Event description:
It was reported that the patient had a hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician was trying to gain access to the patient's groin, but was having difficulty. After several attempts the physician was able to gain access and inserted the was. The procedure was then completed as planned with the closure device successfully implanted in the laa of the patient. When the physician removed the was from the patient the preclosed sutures did not take and the patient developed a hematoma. The physician maintained manual pressure on the groin before a pressure dressing was applied. The patient was transferred to the intensive care unit where they received 5 units of blood products. An abdominal ultrasound was performed. A computed tomography (CT) scan showed that there was no active bleeding. The patient was extubated the next day and was awake and doing well. The patient is planned to be transferred to a skilled nursing facility.